Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2018-00094.

Event description:
An integra sales representative reported on behalf of the customer that on an unknown date, the screw of the swivel adapter assembly (subcomponent of the a2079 mayfield infinity xr2 base unit) broke. The sales representative does not believe it broke during a case. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation for this event. The device history record revealed no abnormalities related to reported incident was found nor where there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. Failure analysis from linked complaint (mfg. Report number 3004608878-2018-00094) was noted to identify root cause: the device was received with broken knob stud. Inspection of female threads in the large starburst were found to be undersize. A deep dive determined that there were two causes that contributed to the failure: the pitch diameter and minor diameter of the female threads in radiolucent skull clamp (a2114 serial number (B)(4)) were found to be undersize and would not accept the go gages. Root cause is not known, however original device was manufactured and conformed to 1101 requirements in 2014 and the skull clamp is made from plastic. User applied torque to knob in excess of material strength of screw thread is the primary root cause of knob breakage. The complaint for mfg. Report number 3004608878-2018-00094 explaining that there was more than one incident of a broken knob screw.

Event description:
N/a.